Event description:
Per the clinic, the patient experienced pain, had lump at the magnet site and magnet dislodgement after an MRI performed on (B)(6) 2025 (strength not reported). The patient's head was wrapped as recommended by cochlear. The implanted device remains. There are plans to replace the magnet; however, this has not occurred as of the date of this report.